Manufacturer narrative:
Product analysis: the valve remains implanted. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this 34 millimeter (mm) transcatheter bioprosthetic valve into a patient with an annulus perimeter of 29 mm, a pre-balloon aortic valvuloplasty (bav) was performed with a 26 mm non-medtronic balloon. The valve was deployed in a good position, however, at final release dislodged down into a low position. The hospital did not have any more 34 mm valves so a 29 mm valve was implanted valve-in-valve inside the 34 mm valve. No additional adverse patient effects were reported.